Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after 38 months of explant. There are no allegations against device longevity or functionality.